Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported there was a pump alarm and a motor stall. The hcp tried to restart the pump. The issue was not resolved. An explant was planned but the date was unknown. The logs showed that on (B)(6) 2016, the pump was restarted due to restart command. Approximately 7 hours later, a motor stall recovery occurred. The next day, a motor stall occurred. Approximately 2.5 hours later, a motor stall recovery occurred. Approximately 7 hours after this, another motor stall occurred, with no noted recovery. There were no reported symptoms. It was noted that patient compliance may have led or contributed to the issue, but no more information was provided. The patient was also on an unknown oral medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was noted that the pump was not explanted yet. The cause of the motor stall was not determined. The patient was doing well; the pump restarted again and was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.